Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 8/18/2015. The fse found that check valve cv47b was defective and was causing the leak. The fse replaced the check valve, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a blood leak from the coulter lh 750 hematology analyzer while cycling patient samples. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a gown at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.